Event description:
It was reported that while using two bd insyte autoguard bc shielded IV catheters the needle would not retract. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about needle retraction failure. Customer reported that needle does not retract when button is pressed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: received 5 photos and two units of a 20gx1.00in insyte autoguard bc device from lot 3040042 for the investigation of this complaint. The units on the photo appear to be the returned physical units. A gross visual inspection shows the needles on both units are retracted in the barrels. One catheter was also provided but the needle covers are missing. Per the customer¿s verbatim the needle did not retract when pressing the safety button and therefore sent the units for investigation. The units were investigated by reengaging the needles and the safety button. The safety button activated without difficulty. After examination of the units, the safety button was pressed, and the needle retracted without resistance. The same activity was repeated on both unit with an addition that the returned catheter was placed over the needle. Even then when pressing the safety button, the needles retracted without difficulty. Since the units retracted safely, the defect of needle retraction failure couldn¿t be confirmed on the units. A device history record review found no non-conformances associated with this issue during production of this batch. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the defect of failure to retract was not confirmed. Probable root cause conclusion(s): cannot be determined in the absence of a reported defect.